Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: battery compartment observed crack at the case seal. Unrelated to the complaint, the display is faint with a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.